Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine pulse generator change out procedure, the pulse generator stopped pacing after being exposed to electrocautery. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.